Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of the month complaint was reported. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device start to fire staples and cut but could not be completed (partial fire)? Did the device fully cut and partially staple (incomplete staple line)? Were any of the deployed staples malformed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection, once the surgeon fired the contour, he verified that the staple line wasn't formed. Surgery was delayed 20 minutes, but was successfully completed. There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: did the device start to fire staples and cut but could not be completed (partial fire)? No, the device could complete the total fire and cut did the device fully cut and partially staple (incomplete staple line)? Ok. Were any of the deployed staples malformed? The surgeon did not know.